Event description:
Date of event is not known. The facility reported that caregiver had just finished bathing, drying, and dressing the pt using an ambulift classic with sub chassis. Chassis had been attached to chair and lowered to floor, but chair did not disengage as safety catch had not been released. Chair was then raised slightly, safety catch released, and chair detached from jib. At this stage, the pt fell forward out of the chair landing on the floor and banging her head. The safety strap was not fitted and one arm on the commode chair had been raised to allow transfer of pt. It was reported that the commode seat was then found detached from the commode chair frame. (B) (4).